Event description:
Operator reported that when accessing left atrium via transeptal puncture (non bwi ((B)(6) kit), across a very stiff septum (several previous left atrial procedures), the pericardial effusion was caused as a result. Hypotension, bradycardia and chest pain occurred 5-10 minutes post transeptal puncture. No ventricular arrhythmias. Echocardiogram to confirm effusion and pericardiocentesis performed very quickly and 1,100ml of blood was drained from pericardial space. No anesthetic or cardiac support required. Case abandoned, no ablations performed, no further mapping performed post drain insertion. No bwi product issues. Reference report: mw5144731. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).